Event description:
It was reported that four weeks after a therapeutic vaxcel port implantation, the catheter separated from the port and then migrated to the right atrium. The fragments have since been removed. This device has not been received for evaluation yet. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Should further details become avaiable, a supplemental medwatch report will be filed under the appropriates sequence number. Company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.